Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported smoke emitted from a dimension exl with lm integrated chemistry system. The customer immediately powered down the instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse removed all onboard reagents on the system. The cse observed melted wires on the reagent loader home sensor and detected a sensor malfunction. The cse replaced the home sensor, inspected the harness, and determined that the harness cables were fully functional. The cse also covered the harness and associated cables with electrical tape. Then, the cse powered on the system, verified the fuses are operational, and performed a fixed inventory. The malfunction of the reagent loader home sensor wire contributed to the smoke. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported smoke emitted from the reagent loader on a dimension exl with lm integrated chemistry system. The customer immediately powered down the instrument. There was no impact or delay to patient results. There are no known reports of adverse health consequences due to the event.